Event description:
Home health nurse with home infusion nursing services who is at patient's home is reporting they are trying to do gammagard infusion but having curlin pump issues. Nurse reports curlin pump states "system timeout" error. Rph advised this error code is due to empty lithium battery which means pump will have to be returned to us and we will ship out new pump, nurse does not have supplies on hand to do infusion via gravity and did not draw up any medication so only pump will need to be replaced. No further info. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? No.